Event description:
Information received from the field notes that the patient presented to the hospital after a car accident which resulted in blunt impact to the pacemaker site. Possible undersensing was observed because the telemetry strips showed frequent pacing and intrinsic activity happening at the same time. The physician elected to adjust the sensi- tivity and increase the voltage of the pulse generator. The patient will be monitored.